Event description:
There was an allegation of questionable elecsys probnp ii ver.2.1 immunoassay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial probnp result was 36.00 pg/ml with flag. The result was reported outside of the laboratory. The physician questioned the result and the sample was repeated. The customer replaced the reagent pack prior to repeating the sample as there were only a few tests left on the initial reagent pack. The sample was repeated 3 times and the results were 3318 pg/ml, 3335 pg/ml, and 3305 pg/ml. The repeat results were deemed correct. Both probnp reagent packs' lot numbers were 64177200 and the expiration dates are 30-jun-2023.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) did not find a cause for the event. Calibration was last performed on (B)(6) 2023 with acceptable results. Qc was not initially within the customer's established ranges, however, after repeating it was acceptable. The qc results appeared to be low. This is an indication of a reagent or instrument performance issue. The alarm trace did not contain a conspicuous event. It was found that the customer's centrifugation time may be too short and the speed may be too slow. Based on the data provided, the investigation did not identify a product problem. The root cause of the event could not be determined.